Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The caller reported the patient said their ins was inoperable/not working and it had been that way for the last couple of years. Caller had no additional information to provide regarding the issue. No patient symptoms were reported.